Event description:
It was reported that the device delivered inappropriate high voltage therapy during episodes of atrial fibrillation. The patient was stable and will continue to be monitored. There were no adverse consequences.